Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's left ventricular lead impedence has increased over the course of two weeks. Records indicate that the lead remains in use. There were no patient complications reported as a result of this event. Further information received indicated that the left ventricular lead fractured. The lead was capped and replaced. During the lead revision, the thresholds on the previously capped left ventricular lead were noted to be high enough. The previously capped lv lead was returned to service.